Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the hrsv on the surgeon side console (ssc). The fse verified that the vision was restored in both eyes of the ssc. The system was tested and verified as ready for use. Isi has received the hrsv for failure analysis evaluation; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted ileocecal resection procedure, the customer lost vision in the left eye through the high-resolution stereo viewer (hrsv). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The tse guided the customer through multiple power cycles of the system and reseating the blue fiber cable(s), but the issue persisted. The customer elected to abort the planned procedure after anesthesia had been administered to the patient and ports had been placed. The procedure was delayed for approximately 35 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high-resolution stereo viewer (hrsv) instrument involved with this complaint to perform failure analysis. Log review was performed, and no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca), test system. Powered on showing a blank screen.